Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead has triggered multiple alerts for high, out of range shock impedances. Technical services recommended increasing alert threshold to 175 ohms and monitor. The rv lead remains in service. No adverse patient effects were reported.